Event description:
It was reported that a ventricular noise reversion episode was observed via remote transmission. Review of the egms revealed possible myopotential oversensing. Programming changes were recommended, however the patient did not show for the scheduled appointment. No further episodes were seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.